Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the tip of the access wire broke off in the patient's av brachial fistula during an angiogram of the fistula. The wire tip was retrieved using a snare with no further injury to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation and examined visually. The complaint is confirmed. No definitive root cause could be determined, however, it appears that excessive and direct force was applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.